Manufacturer narrative:
The reported complaint of the leak and snapped off could not be confirmed without the return of the sample. The probable root cause of the issue is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a 3-way high flow stopcock w/rotating luer where it was stated that "when the bd leur lock syringe was attached to the stopcock for pushing fluids during a resuscitation, the bd syringe started leaking and then snapped off at the luer connection." There was patient involvement and there was no patient harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.